Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes for this report include hrs and hwc. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
During a mid-shaft femur fracture case, the surgeon used the inter-lock screwdriver for the first time. The first distal screw was positioned and inserted with no problem. The second screw was loaded and inserted by the surgeon. X-ray confirmed the second screw was not seated completely to the bone. Surgeon then used the standard stardriver screwdriver to try to further seat the screw, but was unable to advance the screw any further. The surgeon felt that the screw had been stripped from the pressure of using the inter-lock screwdriver. The surgeon was able to remove the stripped screw and replace it successfully with no harm to the pt. This is 2 of 2 reports for this event.